Event description:
A customer reported a malfunction in their pump, identified by malfunction code 12. Fortunately, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and no further malfunctions occurred. The customer was advised to continue using the pump and contact support if the issue reappeared, which they acknowledged and understood.